Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 12 cm distal to the is-1 connector pin. The proximal fragment (including the yoke and connector pins) and the distal fragment (including the rv shock coil and lead tip) were received for analysis. A medial fragment (approximately 3 cm length) was probably not returned. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The insulation was found abraded through 2.5 cm distal to the df-1 connector pin, which is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a ruptured insulation from the ring electrode, a deformed rv shock coil and a bent fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 141 months, insulation failure was observed. The lead was explanted and a new lead was implanted.